Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, environmental chamber testing, and pacing testing without duplicating the report. Review of the device log found evidence that the ECG leads and electrode pads may have not been properly attached to the device or patient during the event. An external and internal inspection found no discrepancies. The customer site has requested additional training from zoll field representatives on pacing with the r series. The device was recertified and returned to the customer. The electrode pads used during the report were not returned as part of this investigation. The clinical log file was not available for review. No trend is associated with reports of this type.